Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during initial implant the helix of the lead "could not be located." The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.